Manufacturer narrative:
(B)(4). Evaluation summary: this condition of a connection issue was confirmed during the sample evaluation; however, no root cause could be determined. A visual inspection was performed with no issues noted. Leak testing was performed with no issues noted. A clear passage test was performed with no issues noted. A clamp function test was performed with no issues noted. Functionally, the set was hand tightened with a lab titanium adapter with difficulty noted. Additional information: a batch review could not be performed because the lot number was not provided.

Event description:
A nurse contacted baxter japan in regarding a connection issue with a patient connector and a titanium adapter, see report 1423500-2012-17945, when the customer changed the transfer set. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. A lot number was not provided therefore a batch review could not be performed. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.